Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a foreign body (piece of paper) was inside the port when they pulled out the btt port. The paper was sticking outside of the incision and was easily retrieved by the pa. There was no add'l incision or treatment necessary to retrieve the paper. No pt complications were reported by the hospital. There was no complaint regarding product performance.

Manufacturer narrative:
After the procedure, the hospital decided to retain the product. The territory manager was able to take pictures of the retained device and the paper, and it is territory mgr's opinion that this piece of paper is the mount on which the ptt port is packaged.